Event description:
Programmed at intended infusion rate for 24 hours at 56 ml/hr. Programmed at intended infusion rate all day at 56 ml/hr. However, infusion ran out approximately 4 hours early. Confirmed volume to be correct on tpn bag.